Manufacturer narrative:
Concomitant products: dtmb1q1 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient presented to the hospital due to phrenic nerve stimulation and diaphragmatic stimulation. The left ventricular (lv) lead dislodged one month after implant and there was no capture with maximum outputs on all vectors. The lv lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.